Event description:
It was reported the charger and programmer can no longer communicate with the ipg. It was also reported the pt has lost stimulation. A new charger was sent to the pt to help resolve the issue but was unsuccessful. Review of the MFR's device record database revealed the pt's ipg was explanted and replaced with a different model.

Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number is included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.